Event description:
The micro drill medium straight attachment was returned for service. Upon evaluation at the manufacturer, it was found heat up. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. Through functional evaluation, disassembly and visual inspection, the technician determined the device failed due to corrosion of the components including the bearings. Corrosion may limit the rotational and design function of the device creating the symptoms. Due to the age of the device and usage, it is possible that cleaning may have contributed to the failure. The device was placed in parts retention.